Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the explant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had pain at the implantable pulse generator (ipg) site. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility. No device malfunction was suspected.